Manufacturer narrative:
Analysis of the catheter revealed catheter body damage occurred to catheter body and-or guidewire during implant procedure. The catheter was returned in 2 segments with catheter segment connected to both sides of the catheter to catheter connector. The guidewire was also received but was not inserted in the catheter as received. An anchor was attached to segment 2. During the decontamination process, both segments were found to be occluded. The occlusions proved to be unusually difficult to break loose and both segment 1 and segment 2 were each cut twice to assist in breaking up the occlusion. A portion of the resulting sections were still difficult to break their occlusions loose. A delron dowel was used to try to break up the occlusions and in the process some damage occurred to 2 of the catheter portions. One section of segment 2 ultimately could not have its occlusion broken loose and after consulting with the reliability engineer it was disposed of per rpa processes since it could not be decontaminated internally. The occlusions seen were not related to a manufacturing issue. It should be noted that the distal segment occlusion had to occur after the guidewire was removed during the implant procedure. The occlusion in the proximal segment was able to be broken loose. The occlusions seen were related to the handling of the catheter either during or after the attempted implant procedure. Engineers have noted previously that often catheters are wetted in an antibiotic solution, saline solution or other solutions prior to implant.

Event description:
An aspiration issue was reported. Good csf flow was achieved with the needle placement during a catheter placement. The stylet was difficult to remove and after the stylet was removed no csf ¿dripped¿. The hcp had to use an anigocath and syringe to get csf through the catheter. Once tunneled the hcp tried again and could not get flow. The hcp explanted the catheter and started with new product. The patient status at the time of implant was indicated as alive, no injury. The pump was used to deliver morphine. Additional information later reported the hcp¿s best guess was that the catheter was ¿compromised¿ at or near the needle entry into the spine. The patient was not affected by the event, was unaware of the event. The catheter was removed intraoperatively and a new catheter was implanted. According to the hcp the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).